Event description:
It was reported that a nurse was allegedly shocked by the IV poles on this bed. The technician could not recreate the situation but upon bed evaluation did find the power inlet to be cracked. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.